Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom no audio caused by an unsecured connection between the backflex and input/output printed circuit board at the j6 connector. The backflex was properly and secured to eliminate the symptom.

Event description:
It was reported that a pump has no audio. It was also reported that there was no patient injury.